Manufacturer narrative:
Affected lot was not returned by end-user. Production records have been supplied and analyzed. No malfunction was detected.

Event description:
Dull needle.

Event description:
Dull needle.